Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm rotation not working via control module. The fse replaced the tsm (touch screen module). After replacement of the tsm, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that movements of the azurion device were unavailable. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.